Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads were not really rotating anymore and then suddenly the brush head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had purchased 2 packages of 4 oral-b power oral care refills precision clean, stating that two of the brushes from a single pack had broken. He stated that they were not really rotating anymore, and then suddenly the brush head had come off in his mouth while in use with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that he had been brushing as he always had, and that "almost swallowing" was not really pleasant at all. He stated that he had been a regular user of oral-b electric toothbrushes since about 2010. No symptoms developed.